Manufacturer narrative:
(B) (4). Visual inspection of the returned item showed contamination and a distorted haptic. Visual inspection of the optic showed no optical deviations. Batch records were reviewed and showed no deviations. There is no evidence to suggest any fault on the part of the device design or manufacturer. Halos and glare are a known and labeled possible side effect of multifocal lens implant.

Event description:
The physician reported the patient was unhappy with her vision after surgery and the lens was explanted. The surgeon stated he thought the lens was fine. Patient could not tolerate the halos and glare.